Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an irritation that was possibly an allergic reaction to the lifevest. The patient also reportedly had existing psoriasis. The patient's physician removed the lifevest and the irritation healed.